Manufacturer narrative:
Per the data log analysis, the complaint indicates the issue occurred on (B)(6) 2020. The log was exported at the manufacturer and the date/time stamp may not be accurate. The most recent entries prior to exporting the log are from 25aug2020. On that date the pump reported an overspeed max event, overspeed events, and a failure to allocate a timer event. This triggers the pump to reboot which would cause the display to be off for about 10 seconds. Later the same day the system was power cycled. The start/stop button is pressed several times. This may also be an indication the display is off but no way to tell for sure from the logs.

Manufacturer narrative:
The reported complaint could not be confirmed. The roller pump has reached its end of service life so no further servicing activities were completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The end user reported that the issue was identified during their daily routine check-up. During laboratory analysis, the product surveillance technician observed the pump display output to function normally without any disruptions. He observed several examples of wear from use, but ran the pump for several hours, and the display output was still present.

Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump screen went black. There was no patient involvement.